Event description:
The customer reported that the switch was not working properly.

Manufacturer narrative:
(B)(4). The customer subsequently replaced the switch to resolve the issue. We are considering this a malfunction of the energy select switch assembly.